Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: h4: the device manufacture date was reported as unknown in the initial report, this has been updated to 10/27/2022

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d4: the device expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. The investigation has been updated to reflect the correct information: investigation summary the product was returned to depuy synthes mitek for evaluation. Depuy synthes mitek then conducted visual inspection of the device received. Visual inspection reveled that the device was returned in used condition and without its packaging, the red trigger was found to be in its full retracted position. Both plates were found attached to the needle, however it was found to be bent. The white sleeve as well as the suture were not correctly placed in their corresponding positions. Due to the needle condition the functional test could not be performed. The manufacturer performed an investigation with the following results; an in-process control has been performed on 9 parts chosen randomly by a certified operator and have been inspected also pert. The result of this process check is successful, none of the 9 parts were non-conformed. All the batch was assembled by operators trained and certified on the process validated in production. A training verification has been performed at the moment in the production where the issue could have occurred. Every employee has completed the training for the processes. The effect of ¿a plate detached ¿was evaluated in by combining the probability and occurrence levels on 300469 parts produced since 2016. With a ratio of 0.006 % < 0.02% and is ranking 1 (= improbable and negligeable), this risk is acceptable. The analysis showed that the production controls implemented at the non-sterile level, as well as the in-process controls guarantee 100% detection of this type of problem if it was generated in neuchâtel. A 100% inspection of the assembly, placing of the part in the tray according the and an in-process control of 9 pieces taken randomly, guarantee that this type of defect does not occur in the manufacturing process. We cannot assembly with a plate detached. The truespan is protected. If the ¿a plate detached¿, it cannot be related to a problem occurring during the manufacturing process. It must be related either to a bad handling by the user. The overall complaint was unconfirmed as the observed condition of the truespan 12 degree peek would not contribute to the complained devices issue.¿ based on the results of the investigation, and since the device was received noticeably in used condition, the out of the box failure cannot be substantiated nor the detached plate. The root cause for the bent needle can be attributed to procedural variables, such handling of the device or product interaction during procedure; an excessive manipulation of the device, tilting movements of the applier needle while it was inserted causing the needle to bent. Therefore it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported by the healthcare professional in china that during presurgery for a meniscal repair surgical procedure on (B)(6) 2024 upon opening the truespan 12 degree peek device packing(did not use), it was observed the plate had come off. During in-house engineering evaluation, it was determined that both plates were found attached to the needle, however it was found to be bent. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.